Manufacturer narrative:
On 10 november 2016 the patient department provided a planning review and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. Batch review performed on 21 november 2016. Lot 142499: (B)(4) items manufactured and released on 03 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain. The cause of pain is unknown. No trauma to the patient was mentioned. The surgeon revised the insert and resurfaced the patella. The surgery was completed successfully. X-rays and explants are not available.